Event description:
It was reported that the customer received no delivery alarms on her insulin pump and went through several infusion sets. Her blood glucose was 188 mg/dl. Customer also stated she had trouble removing the battery cap, which was damaged. The no delivery alarms had occurred in the past, therefore no troubleshooting could be performed. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.